Event description:
It was reported that during a tka procedure, tips of the screwdrivers broke off. All pieces were recovered, tips of drivers thrown away by surgeon. Minimal delay to case, s&n backup drivers available. No impact or injury to patient reported.

Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirm the stated failure mode. The star driving tip fractured off one device and the tips on both devices were damaged/deformed, rendering them inoperable. The devices were manufactured in 2018 and show signs of extensive wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a tka procedure, tip of the screwdriver broke off. All pieces were recovered, tip of driver thrown away by surgeon. Minimal delay to case, s&n backup drivers available. No impact or injury to patient reported,